Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine 50 mg/ml for a total dose of 14.924 mg/day, clonidine 750 mcg/ml for a total dose of 223.86 mcg/day, and bupivacaine 25 mg/ml for a total dose of 7.462 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported the patient was outside in 90+ degree weather and became hot, confused, dizzy, and listless with blurred vision. The patient went to the emergency room and was admitted then transferred to another hospital for pump removal for possible pump malfunction. On (B)(6) 2018, a computed tomography (CT) scan without contrast was performed and the catheter was noted to be intact. The entire system was explanted/replaced on (B)(6) 2017. The device disposition was returned to manufacturer. The event required in-patient or prolonged hospitalization. The device diagnosis was other pump malfunction and the clinical diagnosis was nausea and vomiting. The outcome of the event was noted as ongoing. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a healthcareprovider (hcp) via a clinical study indicated that there was no additional information in source documentation regarding a pump malfunction. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via clinical study indicated the entire system was explanted/replaced on (B)(6) 2018 as previously reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event resolved without sequelae on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the exact cause of the specific pump malfunction was not known. The patient's baseline weight was (B)(6). No further complications were reported.